Event description:
It was reported that the patient had a loss of stimulation and a return of symptoms after a fall. Details of the fall were unknown. The patient's device was re-programmed with normal impedances, but this had not addressed her therapy needs. There were, however, impedance readings greater than 4000 ohms on electrodes 2 and 3. Increasing default test values and re-running the impedances yielded the same results. Additional information was requested.

Manufacturer narrative:
(B)(4).